Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated that pt had a catheter implanted in (B)(6) 2011, and prior to the first pd dialysis treatment, the pt developed peritonitis requiring antibiotics and removal of the catheter.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.